Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a procedure, irrigation mode stopped working. The system was switched out to complete the case. There was no patient harm. Additional information was received from the customer reporting a new cassette was used to proceed with surgery. The cassette was thrown away. Additional information has been requested.

Manufacturer narrative:
The system was examined and the reported event was confirmed. The fluidics module and the fluidics card were subsequently replaced to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the equipment. The system was manufactured on january 26, 2015. Based on qa assessment, the product met specifications at the time of release. The lot specific to this event is not known. Therefore, lot history and device history record (DHR) reviews are not possible. The customer did not retain a sample for this complaint report; visual inspection or functional testing could not be conducted. The reported event is attributed to the non-conforming fluidics module and fluidics pcb. However, how or why these parts became non-confirming cannot be determined conclusively. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause. The manufacturer internal reference number is: (B)(4).